Event description:
It was reported the pt had a trial lead placement put in for right hand pain. Placement was repeated several times until it was determined to be reasonable position for adequate stimulation. During the post-op exam, patient reported right sided weakness. The hcp opted to take the pt back to surgery and remove the lead. The pt was discharged with no neuro deficit or paralysis. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.